Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the "guide wire unraveled". There was additional information provided by the customer on their complaint form stating "j wire tip became partially detached and wire unraveled with the j-tip potentially being left in patient. The tip was removed and intact but was hanging on by a thread". There was no patient injury or consequence. The patient's condition is reported as "fine". Therapy was not delayed/interrupted.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the "guide wire unraveled". There was additional information provided by the customer on their complaint form stating "j wire tip became partially detached and wire unraveled with the j-tip potentially being left in patient. The tip was removed and intact but was hanging on by a thread". There was no patient injury or consequence. The patient's condition is reported as "fine". Therapy was not delayed/interrupted.